Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: it was reported that when the crossfire was turned on, a burning smell came from the back of the unit. Ous update (B)(6) 2023: unit was consigned. Procedure was completed successfully using a different console. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the rf board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.